Manufacturer narrative:
No button error alarmed from the insulin pump. The pump was received with intermittent up button due to corroded keypad traces. The pump had cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and broken belt clip slot.(B)(4)

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that he received a button error while the pump was in his pocket. Customer was advised to discontinue use of the device and to revert to a backup plan.